Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter exhibits superficial scratches consistent with a multiple use instrument. The locking feature is dinged in 2 locations. The opening that mates with the pin of the accompanying instrument is damaged such that the feature is slightly fluted. A portion of the threaded tip has fractured from the inserter. The fractured portion was not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the threads of the inserter were damaged when the customer has hit the shell connected with it. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(6). Concomitant products: unknown cup, unknown liner, unknown head, unknown stem. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure, the threads of the inserter were damaged. Attempts have been made and additional information on the reported event is unavailable.